Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pelvic pain, sciatica, bladder infections, incontinence and neuropathy of the left leg. The patient also had revision surgery to repair and remove eroded mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number ml00000224, could not be matched to the reported device. Therefore, the lot expiration and device manufactured dates are unknown at this time.